Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level in the 300's (mg/dl); cause was unknown. The customer performed troubleshooting, and after requesting a mock bolus, did not observe insulin dripping out of the infusion set tubing. During troubleshooting with tandem technical support, insulin was observed to be dripping out of the infusion set tubing as expected. Customer acknowledged that the connection may have been loose causing the issue.